Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, no current code/category. The customer reported blood glucose value of 203 mg/dl. The customer reported hyperglycemia which did not require treatment. Troubleshooting was not performed customer reported the following led up to the event: feeling high with 203 bg after eating document treatment for high bg: bolus. The event involved product(s) mmt-332a, mmt-1715kl, mmt-399a. Customer reported high bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1715kl. No product return is required for mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. No notable alarms or alerts were found in history files. Pump was cut to perform visual inspection and found evidence of moisture damage on the force sensor. No no delivery alarms were found in history files on or near event date. The following were noted during visual inspection: scratched case, pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.